Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaints database search found no similar reports against the provided product/lot code. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of loosening.